Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not consistently respond to press. The button will make a connection if pressed hard or moved around. The button is raised and does produce an audible beep when pressed. The infusion device was not dropped on a hard surface within the past 48 hours. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.